Event description:
It was noted that the patient&#38112;indications for use are failed back surgery syndrome and sciatic nerve injury.

Event description:
It was reported that the patient had developed a tinge in his back, like a sting, or a shock or a burn. He would get it after sitting around too much, but it would go away if he got up and moved around. He did not feel it was related to the device, but more from sitting around too much. He had not found any correlation between this and if the therapy was turned on or off. It was noted that the patient would sometimes use a heating pad and that helped. The patient had not seen his doctor for in 2 years and had not needed to. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).